Manufacturer narrative:
The baxter technician found the emergency button needed to be repair. A search of the baxter maintenance records showed baxter performed preventative maintenance on this device in mar 3, 2026. It is unknown if the facility performed any other preventative maintenance on this device. Multirall¿ 200 overhead lift is a general-purpose lift with the intended use in: health care, intensive care and rehabilitation. Multirall 200 overhead lift is easy to move between facilities and useful for room-to-room transitions. Multirall¿ 200 overhead lift can be mounted to the rail carriage in two different ways, mounted with the lift strap under the lift unit or mounted with the lift strap above the lift unit. Intended for use in all common lift and transfer situations, for example, between bed/wheelchair, to/ from floor, toilet visits, gait training, and for horizontal lifts with stretchers. The technician repaired the emergency button to resolve the reported event. Based on this information, no further action is required. Although there was no reported injury with this event, if the report of a inoperative emergency stop button were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.

Event description:
Baxter received a report that multirall 200 had emergency stop button inoperative. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.